Event description:
It was reported that the oxford toffee hammer broke during surgery. No delay to surgery was reported. No harm to patient was reported.

Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. Visual inspection confirmed the reported event, the weld failed at the point where the shaft meets the handle due to lack of fusion of the weld joint and that the instrument shows signs of wear with mushrooming and indentations on the hammer head. This is most likely due to repeated use over time in the field (approximately 6 years and 6 months). Functional evaluation was not required as the most likely root cause is due to process and not related to material non-conformance. The DHR related to the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The product was most likely conforming when it left zimmer biomet control. The mhr related to the involved product has no non-conformances. The weld has failed at the point of fusion at the handle shoulder and a visual check indicated a lack of penetration. The most likely cause is a lack of fusion of the weld joint caused the instrument fracture that was accelerated by repeated use. A CAPA was initiated to address the issue that welding process is not validated in jinhua, china. The reported item in this complaint, 32-422760, is included in the scope of the CAPA . Per the containment decision process, this is a potential product non-conformity, it does have impact to the final product form, fit, function or intended use, however this is not a complaint for a confirmed out of box failure, the risk level for the product failure mode in the risk management report is accurate, and the occurrence rate for the product failure mode is below the acceptable rate defined in the risk management report, thus, no product containment required.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Instrument fracture. It was reported that the small mallet (32-422760) broke during surgery. No delay to surgery was reported. No harm to patient was reported.